Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag nearly 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device became inoperable or stopped working as intended during patient ventilation. The investigation was not completed, and the root cause was not determined as the customer decided not to have the device repaired and intended to purchase a new ventilator instead. The issue is not likely to be serious to public health but has the potential to cause serious injury or death if it were to recur. There was no patient or user harm.

Event description:
Galileo sn (B)(6) failed to pressure up during full scale calibration. No tech fault, just no response from servo. After replacing the servo, tf 5513 continues to alarm during a/d checks as well as other tests. Unit set aside. Cannot locate tf 5513 in knowledgebase.